Event description:
From the reporting caregiver: made new hazardous tubing for patient's chemo today. After about 30 seconds of the infusion starting parents pushed the call light and I came back in to see the tubing dripping. The chemo was infusing in the hazardous syringe line and some how was backpriming into the chemo medline and leaking out of the spiros on that line at the connection site to the tubing. The spiros was engaged and securely put on to the tubing and trifuse. I clamped the tubing and stopped the chemo just before it got onto the patient. Just saline had leaked onto patient and mom.